Event description:
The device was applied during a hysterectomy procedure. Reportedly, the instrument would not release staples. The surgeon applied manual suture to complete the procedure. The hospital has reported that no pt injury occurred.